Event description:
The customer reported five (5) false positive results with binax now covid-19 ag on (B)(6) 2022. The customer performed 5 tests on 5 patients on different dates, and they were positive on binax now covid-19 ag. The five (5) patients received negative results on quidel quickvue test, and later a confirmatory test (pcr) was performed and generated negative results at the same day. This MFR. Report addresses test three (3) of five (5) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported five (5) false positive results with binax now covid-19 ag on 01dec 2022. The customer performed 5 tests on 5 patients on different dates, and they were positive on binax now covid-19 ag. The five (5) patients received negative results on quidel quickvue test, and later a confirmatory test (pcr) was performed and generated negative results at the same day. This MFR. Report addresses test three (3) of five (5) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Updated information: b5 (pcr test - cepheid nasopharyngeal sample). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 217460 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 217460, test base part number 195-430h / lot 210888. The lot met the required release specifications. A review of the complaints reported as false positive and patient results (confirmed and unconfirmed, conflicting results) related to kit lot 217460 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.